Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having problems with their implantable pulse generator (ipg). The patient further reported that they are hardly pacing and their heart is not responding. The ipg remains in use. No patient complications have been reported as a result of this event.